Manufacturer narrative:
The customer¿s report that some of the smartsite needle-free connectors leaked from the leur lock was not confirmed. The valves were visually inspected for damage. Visual inspection of the set noted no damage or any anomalies. Functional and pressure testing resulted in no leaking. The root cause of the customer¿s report of leaking was not identified.

Event description:
It was reported that some of the smartsite needle-free connectors leaked from the leur lock at connection to the end of the port needle tubing set. Although requested, there has been no impact to patient response or additional event information made available to date. The customer later stated that no further event information is available.

Manufacturer narrative:
Concomitant medical products: port-a-cath, manufacturer unknown, huber needle tubing set. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the product be received for evaluation. Date of event: requested but not provided. Patient demographics requested but not provided.

Event description:
It was reported that some of the smartsite needle-free connectors leaked from the leur lock at connection to the end of the port needle tubing set.